Event description:
It was reported that this right ventricular (rv) lead became dislodged because this patient has twiddlers syndrome. The pacing lead impedance measured at 1372 ohms, which was high out of range, while the shock lead impedance measured at 60 ohms, which was a decrease but remained within normal limits. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis.

Event description:
It was reported that this right ventricular (rv) lead became dislodged because this patient has twiddlers syndrome. The pacing lead impedance measured at 1372 ohms, which was high out of range while the shock lead impedance measured at 60 ohms, which was a decrease but remained within normal limits. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the reported high impedance measurements and dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.